Event description:
It was reported that during preparation, the front end of the stent was fractured. The procedure was completed with another of the same device and the patient condition was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.